Event description:
It is reported that while preparing for surgery, the ball bearing of the articular inserter fell out. It was later retrieved and did not affect patient/surgery outcome.

Manufacturer narrative:
Evaluation summary: the hex on the attachment screw shows deformation marks indicating the possible disassembly of the device in the field. It is possible that the parts were not assembled back properly or the ball bearing was lost. Evidently, the problem is user caused. Evaluation: the device is missing the ball bearing from the distal end of the cam arm. The ball bearing was returned with the complaint for review and exhibits some deformation damage. The cam arm retaining screw appears to have been disassembled from the device at some time. Review of the device history records did not find any deviations or anomalies. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturer guidance document published by the FDA in 1997.